Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 2.90 mm. The grips were not found to be cracked. The instrument was found to have charring and localized melting at the grip base between the yaw pulley and metal grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that he fenestrated bipolar forceps instrument's tips don't meet. There was no report of patient involvement or patient injury.